Event description:
User states patient underwent thyroid surgery, and intra operative pth testing was performed throughout the surgery. The baseline pth value was 297.1 pg per ml with the following pth results of 268.5, 276.7, 199.6 and 247.4 pg per ml, taken from different samples obtained from this patient throughout the surgery in 2009. It was noted the pth results from this patient do not correlate with the clinical picture of the patient. The pth value was expected to decrease during surgery. Customer said there was no sample left from the patient specimens drawn on that day to perform comparison testing. Customer states she does not know what, if any actions were taken as far as patient treatment provided based on the pth results. Patients surgery was not performed due to results generated by the device. Patient has been discharged, and current status is unknown at this time. If additional information is received, appropriate notification will be provided.